Event description:
Complainant alleged that the clinicians were responding to a "green code (CPR)", for a patient who was in a cardiac arrest condition. The clinicians defibrillated the patient once at 200 joules, and a second time at 360 joules. The clinicians charged the device to 360 joules, in preparation of administering a third shock to the patient, but during the charging cycle, the device screen went blank and an "explosion (sound)" was heard. The clinicians then obtained a second device and continued patient defibrillation. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.